Event description:
It was reported by a nurse practitioner that a vns patient's system diagnostics reduced from dcdc=3 to dcdc=0 between (B)(6) 2010 and (B)(6) 2011, suspecting a low impedance/short circuit. The patient also starting having increased seizures (not above baseline) so the nurse practitioner increased his normal settings 'on time' from 30 seconds to 60 seconds. There was no manipulation or trauma to the generator or the lead and the cause for seizure increase is unknown. No x-rays were taken either. Later, patient's device was turned off to monitor patient's seizure frequency before proceeding with full vns revision as she did not know the relationship of seizure increases to vns. There was no programming/medication change prior to onset of seizure increase.